Manufacturer narrative:
Add'l procedures not specifically labeled in the IFU. Endoleaks are labeled in the IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Specifically, the IFU states that the device is intended for pts having an infrarenal aortic neck with less than a 60 degree angle relative to the long axis of the aneurysm. Severe neck angulation may compromise the proximal fixation site. The device was used off-label due to anatomical exclusion. Pt anatomy likely contributed to the reported type 1a. At this time, there is no indication that a design or process induced failure of the device contributed to the event. Placement of another MFR's stent in a secondary procedure resolved the endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) old male pt underwent aaa repair under general anesthesia on (B)(6) 2008. The pt's proximal neck was more than 60 degrees relative to the long axis of the aneurysm. A mainbody and two iliac legs were placed and the procedure was completed without endoleaks. At a f/u on (B)(6) 2010, a proximal type I endoleak and a type ii endoleak from the inferior mesenteric artery were confirmed. On (B)(6) 2010, two palmaz stents were additionally placed in the proximal neck and the leak was solved. The pt's condition is unk as not provided by reporter.